Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specs on both devices and most specifically all of the outputs were/are within specs (note: unrelated to the reported issue, some routine upgrade work was also performed on the equipment). In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Most likely there were many factors (e.g. The age of the pt, disease state, etc.) Involved with the incident. However it appears that upon argon plasma treatment of the mass in the bowel, the remaining wall was not sufficient to remain intact which resulted in the perforation. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work is being planned on (B)(4) 2011 with the medical staff at the facility. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000 and (B)(4)) was used in a colonoscopy to treat a mass in the bowel. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 watts. A perforation occurred and surgical intervention (i.e., a right hemicolectomy) was performed to address the issue.